Event description:
It was reported that the tubing disconnected from the needle and resulted in a chemo spill on patient's skin and clothing.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of the tubing disconnecting from the needle was confirmed and the cause appeared to be supplier-related. The product returned for evaluation was one 20ga x 0.75¿ safestep safety infusion set. Usage residues were observed throughout the sample and the safety mechanism was activated. The needle housing was completely detached from the extension tubing. Tactile inspection of the sample was unremarkable. No tensile weakness was observed in the vicinity of the separation. Microscopic inspection of the sample confirmed that the housing was separated from the extension tubing. No breaks were observed in the tubing. The sample was inspected under ultraviolet light. Adhesive residue was observed on the inside surface of the extension tubing; however, voids in the adhesive coverage were observed. No adhesive residue was observed on the outside surface. Minimal adhesive residue was observed on the housing inside surface or the needle outside surface. The lack of tensile weakness and incomplete adhesive coverage suggested that the observed extension tubing detachment was caused by insufficient bonding during the manufacturing process. The sample is a supplied component and the supplier has been notified of this event. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the tubing disconnected from the needle and resulted in a chemo spill on patient's skin and clothing.